Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Product codes updated.

Event description:
Consumer complaint of about "lo" control results. Customer called stating her daughters meter is registering "lo" control results. Customers expected blood results range from 70mg/dl to 110mg/dl fasting and 130mg/dl to 215mg/dl after meals. Customers strips are within expiration date 05/31/2017 and is coded properly. The test strips were first opened 5 days ago. Customer stores their supplies in the original vial closed at all times in their kitchen. (B)(6). Customer stated the time and date are not properly set in the meters memory. Customer feels fine and has not required any medical intervention at an earlier time as a result of using our products. No adverse event reported.

Event description:
Consumer complaint of about "lo" control results. Customer called stating her daughters meter is registering "lo" control results. Customers expected blood results range from 70mg/dl to 110mg/dl fasting and 130mg/dl to 215mg/dl after meals. Customers strips are within expiration date 05/31/2017 and is coded properly. The test strips were first opened 5 days ago. Customer stores their supplies in the original vial closed at all times in their kitchen. Customer performed a back to back blood test: 157mg/dl and 151mg/dl-fasting. Reviewed meters memory: customer stated the time and date are not properly set in the meters memory. Customer feels fine and has not required any medical intervention at an earlier time as a result of using our products. No adverse event reported.